Manufacturer narrative:
Event description continuation: there is no information regarding shaft proximity interference value or catheter proximity. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did indicate to re-zero the catheter. Since the patient required readmission to the facility, their hospitalization was prolonged, therefore, the complaint is MDR reportable. Since both the thermocool smarttouch bidirectional sf catheters were used during this procedure, we are conservatively reporting this event under both of these catheters. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17648348l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: distributed product: acunav 8 french ice catheter. Carto 3 system: model #: m-4800-01, serial #: (B)(4). Coolflow pump: model #: unknown, serial #: unknown . Stockert generator: model #: unknown, serial #: unknown. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia with two (2) thermocool smarttouch bidirectional sf catheters and suffered a delayed-onset pericardial effusion. Issue # 1: current leakage "current leakage" displayed on the carto 3 system. Signal interference (noise) was observed on bs and ic channels on both the carto and the recording system. Physician had the anesthesia monitor and the defibrillator to monitor the patient¿s rhythm. It was also noted that an ECG lead disconnect occurred. Cables and catheters were disconnected from the front of the patient interface unit. Cable was replaced without resolution. Catheter was replaced and the issues resolved. Issue # 2: pericardial effusion on post-procedure day 10, the patient returned to the facility via the emergency room with a delayed-onset effusion. Patient was re-admitted to the hospital, therefore, hospitalization was extended. There is no information regarding interventions or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There is no information regarding transseptal puncture or sheath. Since the effusion was discovered on post-procedure day 10, there is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2ml/min during low-flow and 8ml/min or 15 ml/min during high-flow. There is no information regarding anticoagulation during the procedure. Force visualization features used included graph, dashboard, vector, and visitag. Visitag parameters for stability included a 2mm range and an 8 second time. Additional visitag filters included an impedance change of 2 ohms. Color options used prospectively included time.